Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged discrepant results with two samples while using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas liat system. The alleged samples initially generated sars-cov-2 positive results. The same samples were repeated on a competitor assay (genexpert) and generated a negative result. Sample 1 was reported as negative. It is unknown if the sample 2 result was reported. No harm was alleged. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
No hardware or reagent issue was identified. The observed discrepancy is most likely due to the samples being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use.